Event description:
The user reported that the end of the pad had burned. Our investigation revealed that the heater wire had become tangled in the end of the pad which caused the thermal incident.

Manufacturer narrative:
The user reported that the end of the pad had burned. Our investigation revealed that the heater wire had become tangled in the end of the pad which caused the thermal incident. The condition of the pad suggests that it was not used in compliance with the instructions. It appears as if the pad was folded inside a mechanism (recliner or fold-out couch) which caused the heater wire to bunch.